Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump shut off during the night resulting in a blood glucose of 322 mg/dl; the reporter denied that the patient had any symptoms of hyperglycemia however stated that the patient was tired. The reported blood glucose does not meet animas criteria for an adverse event. The reporter stated she did not think the battery cap was loose at the time but the battery cap was able to secure to the pump without the yellow o-ring being visible. This report is made based on the allegation of a pump power issue.

Manufacturer narrative:
(B)(4): a review of the black box showed evidence of rebooting. Visual inspection revealed no damage to the battery cap or compartment. The battery cap was able to fully tighten with no visible yellow o-ring. The pump was exercised for 24 hours with no power issues occurring. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. Also unrelated to the power complaint, investigation revealed that the keypad was lifted at the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.